Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged that the base is bent and that the casters on 1 side do not touch the ground.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: was not able to find any manufacturing defects. Tested fully functional. Complaint of base is bent and that the casters on 1 side do not touch the ground was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in (B)(4) state: was not able to find any manufacturing defects. Tested fully functional. Customer alleged that the base is bent and that the casters on 1 side do not touch the ground.